Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The physician attempted to place a taxus 3.0 mm x 12 mm stent in the circumflex. The physician was unable to cross the lesion site due to mild calcification and moderate tortuosity. The physician was able to cross with a vision stent. There were no pt complications.